Manufacturer narrative:
H3: product analysis # (B)(4) :part # nav2133, lot # em19g015 visual and optical inspection confirmed the threaded tip of the inserter has broken. The damage appears to be from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding an inserter used for spinal therapy. It was reported that  the tip of the instrument broke off and product was used numerous times previously. There was no patient involvement reported. There were no further complications reported regarding the event.